Manufacturer narrative:
According to the event description the patient was startled by a dog who was running in her direction. Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is not available for evaluation, further investigation is necessary. Supplemental report will be submitted after additional information has been obtained.

Event description:
The patient fell on (B)(6). She can't remember exact date, as she only sought medical attention a few days later. She said the was standing in a doorway that has a ca 10 cm step down to the backyard. When she attempted to negotiate the stair the knee gave way and she fell on her right side (right tf amputee). She said that she got startled by the dog who was running towards her from the other end of the backyard, but she fell before it got there. The incident occurred at her house, where she has lived for many years with her family. She sustained a right ulnar fracture which required a cast for 6 weeks and is still causing her some issues. Since the incident she is now using a walking stick, which she hadn't done before for many years on her cleg3 and cleg4. Medical assistance was provided at orange hospital, imaging for diagnosing the fracture and subsequently a cast was applied to stabilize the fracture. Various follow up appointments with her gp were required, but she cannot recall the exact dates of those. Please note: although the event took place in (B)(6) the clinician did not notify otto bock (B)(4) until the 17th of august.